Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defects have been identified on the returned implants that could be responsible of the event. The rod is broken due to overload applied on the spinal construct at the maximum loading point of the rod corresponding to the biggest radius. The lower surface of the setscrews is showing deformation of the central pointing tip which is consistent with the proper tightening of the rod. Deviation or non-conformance cannot be evaluated for the rod and the setscrews used to connect the rod to the lateral connectors as their lot numbers are unidentifiable. The review of the x-rays was inconclusive to identify a potential root cause of the breakage. The medical advisor provided the following comments: x-rays dated (B)(6) 2011: complex construct t10-l5, with augmented (cement in vertebral body) screws at t10, t11. Staples in place suggest newly post-op. Severe degenerative disc disease noted throughout. X-rays dated (B)(6) 2013: left l5 screw has broken and distraction between l4 and l5 lost on left indicating l4/l5 pseudarthrosis x-rays dated (B)(6) 2013: revision performed. New screws s1 and iliac. Add new interbody spacer at l5/s1 and l4/l5 x-rays dated (B)(6) 2013: rod has broken on left below s1 screw. Very little displacement noted of rod fracture. Lordoctic contouring may be extreme, easy to stress rod fracture.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was discovered that a screw was broken. A second surgery was done to extend the construct and implant new cages. It was then discovered that a rod was broken so a revision was done to replace the broken rod. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.